Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. It was observed to be perpetually rebooting. The receiver functional test , manual tests were unable to run due to receiver perpetually rebooting. The receiver case was opened for an interior inspection and the u1 pcba board was detached to retrieve the receiver logs. The receiver logs were downloaded and reviewed, finding no errors related to the complaint. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was undetermined. A root cause could not be determined.